Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the tampons unraveled and one tampon came out in pieces. She is confident she was able to remove the remaining pieces. Prior to the tampon experience, for months she has had a swollen urethra and went to the doctor three times for it. Her doctor suggested an anti-inflammatory which she declined. Her doctor believed the inflammation of the urethra was related to the tampons and could be a prolapsed urethra but wanted her to see a specialist.